Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 9 months post implant of this 25mm bioprosthetic valve in the tricuspid position of a 13-month-old pediatric patient, it was replaced valve-in-valve with a transcatheter valve. The reason for replacement was reported as progressively increasing gradients (12 to 15mmhg). It was also noted that there was minimal tricuspid valve regurgitation. No additional adverse patient effects were reported.